Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, surgeon side console (ssc) footrest was not moving horizontally. When the ergonomic switch was pressed a grinding noise was audible. It was confirmed there was nothing blocking the footrest, and no obstruction was visible. The procedure was converted to another ssc with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the system has been checked after the system has booted, shortly after the start of the operation. The system started up without errors. The issue was identified about 1 hour into the procedure. The surgeon stated that they noticed the issue a few days ago. The procedure was completed with the second surgical side cart.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) contacted to the customer site to further investigate the reported event. The fse replaced the footrest drive to resolve the issue. The system was verified and ready to use.